Manufacturer narrative:
The reported events were unable to implant and capturing problem. The reported event of capturing problem was not confirmed. Final analysis found as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. No anomalies were found except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator upgrade procedure. During the procedure, the physician tried to implant coronary sinus (cs) lead, but high capture threshold was noted on the vessel it was positioned. The patient's anatomy was not suitable to attempt other branches. The lead was not used, and a new one was implanted. Patient was stable throughout procedure.